Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code. At this time no intervention has been performed and the s-ICD remains in service. No adverse patient effects were reported. According to the field, an explant procedure will be planned within the next month. This report will be updated once this occurs.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code. At this time no intervention has been performed and the s-ICD remains in service. No adverse patient effects were reported. According to the field, an explant procedure will be planned within the next month. This report will be updated once this occurs. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in august 2019, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code. At this time no intervention has been performed and the s-ICD remains in service. No adverse patient effects were reported. According to the field, an explant procedure will be planned within the next month. This report will be updated once this occurs. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.